Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "impedance error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (b(4) evaluated the device and the customer report was determined to be normal operation while the device would be uploading a case file. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device was recertified and returned to the customer. No trend is associated with reports of this type.